Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. A leak test could not be performed, as the bladder was ruptured. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
It was reported to baxter (B)(4) that a leak was observed around the fill port of one (1) (B)(4) basal/bolus infusor lv device during patient use. The device was filled with ropivacaine hydrochloride and fentanyl citrate. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.